Manufacturer narrative:
Product complaint #: (B)(4). D4: batch # t5cd97. Investigation summary: the analysis results found that the cdh29p device arrived with the anvil missing. The green check mark turned on upon installation of battery, the breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the device was deployed into rectum and trocar opened. Orange tying area was visual. Surgeon tried to attach anvil and trocar retracted back into stapler. Trocar opened again - same thing happened - not even using much force. Trocar opened again and held open by registrar. Anvil attached and sequence completed with no issues. No patient consequence reported.